Event description:
Arterial and venous air alarms occurred at the start of a routine hemodialysis treatment. Air was observed in the arterial line. No attempts were made to remove the air or perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not removing air and performing rinseback as instructed in the user's guide. The air alarms were most likely due to air entering system as a result of inadequate pt arterial access flow. There is no evidence of a device malfunction. The cycler alarmed appropriately. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.